Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.

Event description:
(B)(4). It was reported that during a coronary stenting treatment procedure thrombus occurred. Target lesion #1 was located in the right coronary artery (rca). The target vessel reference diameter was 2.5mm and the lesion length was 14mm. Pre-procedure stenosis was 97% and post-procedure was 0% stenosis. A 2.75x16mm liberte stent was implanted. Direct stenting was not attempted. Due to thrombus an additional procedure was performed in the target lesion of thrombus "removal." The target lesion #2 was located in the rca. The target vessel reference diameter was 3mm and the lesion length was 18mm. Pre-procedure stenosis was 82% and post-procedure was 0% stenosis. A 3.5x20mm liberte stent was implanted. No information stated if direct stenting was attempted. The procedure was a technical success. The patient was discharged three days later without current anginal complaints or silent ischemia. Discharge medications were asa 100mg/daily and clopidogrel 75mg/daily for 12 months.